Event description:
Freestyle libre 3 sensor: every since I've been using this sensor it's been giving false readings anywhere from 20-30 points higher and lower. Using the phone as the meter is an untrustworthy source. Meters, like the ones that came with the first freestyle libre should be given to patients for reliability. It's useless having to trust libre 3, and then pay out of cost for an additional glucometer that you have to stick your fingers. Especially when you are required to check 5 times a day, like me. This defeats the purpose of the no pricking fingers concept. Add'l comments: 60 = freestyle libre 3 102 = glucometer.